Event description:
The facility reported an automix 3+3/as compounder with an incorrect solution 2 (is2) alarm. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was not returned to baxter for evaluation. The customer received a solution via phone support. The reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.